Event description:
It was reported that the patient presented to the hospital on 3 oct 2022 for a follow-up. Upon examination, it was noted that there was diaphragmatic stimulation from the left ventricular (lv) lead. The physician explanted and replaced the lv lead on 3 oct 2022. The patient was in stable condition.